Event description:
Account - xxxxxx. Complaint number: (B)(4). Item# 320440. Item lot# unknown. Incident description: as per account, dr. Xxxx has put together 121 syringes from her recent orders of the bd botox needle syringes she orders. They do not glide, extremely sticky and tough to move the plunger. Many of them are also discolored (black-ish inside). Dr. Xxxx is requesting we return these in exchange for a credit for a future purchase. Please let me know how go about doing this. Note - pictures in attachment.

Manufacturer narrative:
Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.